Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm after attempting to enter carb amount for a correction bolus. Customer's blood glucose was 422 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer declined troubleshooting for high blood glucose due to disconnecting from insulin pump because of no delivery. Customer did not clarify how long insulin pump was disconnected prior to high blood glucose. Customer was advised to monitor insulin pump and to call back should no delivery persist.